Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net on (B)(6) 2020 with their implantable cardioverter defibrillator exhibiting unspecified right ventricular over-sensing events and also ventricular under-sensing events. Programming changes were made on (B)(6) 2020. Patient condition was stable after the event.